Manufacturer narrative:
The customer¿s experience with occlusion alarms and error code that occurred during a flush of medication with a monoject 3ml syringe was confirmed in the syringe module event log and replicated during testing, however during the occlusion alarm, no observations of an error code. The device log confirmed 7 patient side occlusion alarms which at the time of the occlusions the syringe module was infusing from a monoject 3ml syringe. There were no recorded malfunctions or errors during the review of the log. The logs also recorded infusion from a bd 3ml syringe which there were no occlusion alarms recorded. Testing performed on the returned syringe module and monoject 3ml syringe reproduced occlusion alarms. In comparison to the returned bd 3ml syringe, lab 3ml monoject and bd 3ml syringes, which had no occlusion observed. Additionally, pressure testing was performed and an increase in stiction found in the returned monoject syringe may be contributing to the occurrence of occlusions. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that an occlusion alarm and an error code occurred during a flush of a medication with a 3 ml monoject syringe on the nicu unit at approximately 2.5 ml remaining. No patient harm was reported. Biomed completed an internal investigation and determined that ¿infusion with a bd/syringe¿, works fine to deliver the medication.